Event description:
It was reported by a family member that the patient had passed away and that the device contributed to the death. It was noted that while in the hospital for treatment of (B)(6), the patient coded and received cardiac pulmonary resuscitation (CPR). The family questioned the function of the device at this time. Additional information was obtained from the cardiologist's office and reported that no device issue was present. The cause of death obtained from the funeral home was noted as: (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).